Manufacturer narrative:
The product was not returned for analysis. All product and batch history records are quality reviewed prior to product release. The root cause for the reported complaint could not be determined as no sample was returned for analysis. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received stating during the surgery the injector was faulty and the surgery was completed with an alternate lens. There was patient contact but no patient harm.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the lens was faulty and injector had issues. Additional information was requested.

Manufacturer narrative:
The product was returned for analysis and the reported complaint could not be observed. No lens returned. No damage observed to the device. Additional observations were as follows: the device is returned loose in the carton. The lens stop and the plunger stop has been removed. The correct nozzle confirmed on the device. Viscoelastic is observed in the device. The plunger has been retracted to mid-nozzle. No lens returned. No damage observed. The product investigation could not identify the root cause for the reported complaint "faulty injector." We are unable to confirm lens and haptic position for advancement. The manufacturer internal reference number is: (B)(4).